Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this patient had a syncopal episode. The device was interrogated and boston scientific technical services (ts) was consulted for review of device data. No episodes from the past 72 hours had been stored in device memory and no out-of-range measurements were detected. No adverse patient effects were reported. This device "emains" in service.